Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. During interrogation of the patient's implantable cardioverter defibrillator, an error message was received. It was found that the device parameters had been wiped and needed to be reset. The parameters were reset and the device was interrogated without complications. The patient was stable.